Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient experienced blurred vision. The iol was exchanged for another lens one month following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was observed on the lens. The lens was cleaned with lphse for further evaluation. No haptic or optic damage observed. The lens power and resolution were checked. The optical resolution is acceptable; lens meets specification readings for focal length and cylinder. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. It is unknown if the qualified len/cartridge combinations were used. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated; only one is qualified with the correct lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The optical resolution is acceptable; lens meets specification for focal length and cylinder readings. The manufacturer internal reference number is: (B)(4).